Event description:
In was reported by a customer that during procedure on both (B)(6) 2010 a patient was burned by retractor. No other information was obtained from the facility.

Manufacturer narrative:
(B)(4), the device was not received for evaluation and additional information was not provided. A lot number was not provided and a DHR review could not be performed. Without the device, and additional information a determination could not be made. Should the device become available a new issue will be opened and an investigation will be performed.